Event description:
It was reported that the patient had his artificial urinary sphincter removed on unknown date for unknown reason. A new artificial urinary sphincter consisting of a 5.0 cm cuff, pump, and balloon were implanted on (B)(6) 2018. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.